Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 33-year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2021, 2496 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (to remove essure). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one related surgery-n. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device breakage ("fragmented essure device") in a 33 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of alcohol use, covid-19, gastroesophageal reflux disease, constipation, smoker, dysmenorrhea, dyspareunia, abdominal pain, epigastric pain, pelvic pain female, parity 2 and gravida ii. On (B)(6) 2011, the patient had essure inserted. Essure was removed on (B)(6) 2021. An unknown time later she experienced device breakage (seriousness criterion intervention required). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered device breakage to be related to essure administration. The reporter commented: more than one related surgery-n. Previously reported essure insertion and removal date: (B)(6) 2014 and (B)(6) 2021. Diagnostic results (normal ranges are provided in parenthesis if available): [computerised tomogram] (date unknown): showed that essure device was fragmented. [Gynaecological examination] on (B)(6) 2021: normal external female genitalia. Normal urethral meatus and anal opening. Cervix and vagina without lesions. Uterus: normal size and very mildly tender. No adnexal masses or tenderness [pathology test] on (B)(6) 2021: final diagnosis: cervix, hysterectomy: no pathologic alteration. Endometrium, hysterectomy: proliferative endometrium. Myometrium, hysterectomy: no pathologic alteration. Fallopian tube, bilateral, salpingectomy: paratubal cysts, left. Clinical information encounter for removal of essure gross description: uterus, uterus ,cervix ,and bilateral fallopian tubes. The specimen is received in formalin, consists of a 95 g, specimen received as uterus and cervix, and attached bilateral fimbriated segments of fallopian tube. The segments of fallopian tube measure 6.7 cm on the right and 7.5 cm on the left. Minute paratubal cysts measuring 0.1 cm in diameter are identified bilaterally. The cut surfaces of each fallopian tube are each remarkable for wire coil tubing at the proximal portion of each. The uterus measures 8.5 cm from fundus to ectocervical. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 04-oct-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device breakage ("fragmented essure device") in a 33 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of alcohol use, covid-19, gastroesophageal reflux disease, constipation, smoker, dysmenorrhea, dyspareunia, abdominal pain, epigastric pain, pelvic pain female, parity 2 and gravida ii. On (B)(6)2011, the patient had essure inserted. Essure was removed on (B)(6)2021. An unknown time later she experienced device breakage (seriousness criterion intervention required). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered device breakage to be related to essure administration. The reporter commented: more than one related surgery-n previously reported essure insertion and removal date :(B)(6)2014 and (B)(6)2021. Diagnostic results (normal ranges are provided in parenthesis if available): [computerised tomogram] (date unknown): showed that essure device was fragmented [gynaecological examination] on (B)(6)2021: normal external female genitalia. Normal urethral meatus and anal opening. Cervix and vagina without lesions. Uterus: normal size and very mildly tender. No adnexal masses or tenderness [pathology test] on (B)(6)2021: final diagnosis a. Cervix, hysterectomy: -no pathologic alteration. Endometrium, hysterectomy: - proliferative endometrium. Myometrium, hysterectomy: -no pathologic alteration. Fallopian tube, bilateral, salpingectomy: - paratubal cysts, left. Clinical information encounter for removal of essure gross description a.; uterus, uterus ,cervix ,and bilateral fallopian tubes. The specimen is received in formalin, consists of a 95 g, specimen received as uterus and cervix, and attached bilateral fimbriated segments of fallopian tube. The segments of fallopian tube measure 6.7 cm on the right and 7.5 cm on the left. Minute paratubal cysts measuring 0.1 cm in diameter are identified bilaterally. The cut surfaces of each fallopian tube are each remarkable for wire coil tubing at the proximal portion of each. The uterus measures 8.5 cm from fundus to ectocervical quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6)2023: medical record received. Event medical device removal is replaced with device breakage surgical pathology report added. Medical history added. Lab data & reporter information updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 33 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2021, 2496 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (to remove essure). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one related surgery-n. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available the most recent follow-up information incorporated above includes data received on: 16-mar-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.